Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery error alarm and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarm. The blood glucose level was 208 mg/dl. The insulin pump had a critical pump error and a broken force sensor was detected during seating or regular delivery alarm. The troubleshooting was performed for critical pump error and a broken force sensor was detected during seating or regular delivery alarm. Customer stated that the insulin pump was exposed to a high magnetic field. Customer reported that they were unable to clear the alarm. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.